Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the co2 re-inhalation alarm on ventilator. The customer reported that the unit was in use on patient, but there was no patient harm reported. The customer contacted product support and requested for service repair. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: an authorized service personnel (asp) evaluated the device and confirmed the reported problem: the unit alarm low leak co2 on boot up and unable to enter standby mode. The asp replaced the air/oxygen module to address the reported issue. The device passed testing and returned to full functionality.